Event description:
Independent repair center: unit is alarming or has a red light. The pilot valve is leaking, the o-ring in the manifold is defective, the tie strap on the sieve bed is defective, and the power switch has a short circuit.